Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler experienced an air detected in cassette message in drain 0 and treatment was cancelled. Additionally, in the patients second treatment, the cycler experienced 4 notice filling slowly messages and a fill complication encountered message in fill 1. Air bubbles were seen in the patient line and drain line. The patient discovered fluid leaking from the cycler set connection to the supply bag after treatment was cancelled. The cycler set tubing disconnected from the supply bag. Additional information was requested, however to date has not been provided.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler experienced an air detected in cassette message in drain 0 and treatment was cancelled. Additionally, in the patients second treatment, the cycler experienced 4 notice filling slowly messages and a fill complication encountered message in fill 1. Air bubbles were seen in the patient line and drain line. The patient discovered fluid leaking from the cycler set connection to the supply bag after treatment was cancelled. The cycler set tubing disconnected from the supply bag. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: g3 the become aware date was inadvertently submitted as 1/04/2021 in the initial MDR. The correct g3 date for the initial MDR is 1/04/2022. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler experienced an air detected in cassette message in drain 0 and treatment was cancelled. Additionally, in the patients second treatment, the cycler experienced 4 notice filling slowly messages and a fill complication encountered message in fill 1. Air bubbles were seen in the patient line and drain line. The patient discovered fluid leaking from the cycler set connection to the supply bag after treatment was cancelled. The cycler set tubing disconnected from the supply bag. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler experienced an air detected in cassette message in drain 0 and treatment was cancelled. Additionally, in the patients second treatment, the cycler experienced 4 notice filling slowly messages and a fill complication encountered message in fill 1. Air bubbles were seen in the patient line and drain line. The patient discovered fluid leaking from the cycler set connection to the supply bag after treatment was cancelled. The cycler set tubing disconnected from the supply bag. Additional information was requested, however to date has not been provided.